Event description:
Independent repair center customer alleged alarming/red light. The key failure is the valve is sticking.associated malfunctions for this device: sieve beds leaking, pe valve leaking, compressor noisy, inlet filter dirty.